Manufacturer narrative:
An isi field service engineer (fse) was dispatched to further investigate the customer reported issue. The fse reviewed the logs and found some errors from the event date; however, they had cleared after a few power cycles the same day. The fse checked the fiber cables and they were reportedly good. The fse ran light level tests and signals were strong. The fse power cycled the system 8 times with 2 test drives and had no issues.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the customer was encountering non-recoverable system errors. An intuitive surgical, inc. (Isi) technical support engineer (tse)) was unable to review the system logs since the system was not connected to the internet. Before calling the tse for assistance, the customer had already reseated all fiber cable connections except at the console. The tse then guided the customer to power the system off and reseat the console fiber cable. After this, the system powered back on without error, and the customer noted it had previously powered up normally before failing again. The tse remained on the line for several minutes to monitor whether the error would recur while ports were being placed, during which time the surgeon decided to convert the procedure to open surgery due to frustration with the repeated error. No complications to the patient were reported following the conversion to open surgery.